Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the fill cannula was not recorded in daily history and insulin pump received insulin pump error alarm during load reservoir. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a pump error 38 alarm during rewind due to jammed motor gearbox. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.